Manufacturer narrative:
The device history records for the reported lot were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2015 angiodynamics complaint report was reviewed for the xcela pasv PICC product family and the failure mode "hub broken/cracked". No adverse trend was identified. No sample was returned, and without receiving product back for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the cracked female valve housing may be due to over-tightened connections with a mating male luer (likely a needleless connector). (B)(4).

Event description:
As reported by a hospital in (B)(6), one of the hubs on a triple lumen PICC, being used for chemo, cracked. When a chemo line was connected up to it, it started leaking requiring the PICC to be removed and replaced. The device was discarded at the hospital.